Event description:
Neuron delivery catheter was opened in preparation for aneurysm coiling case. After removal from packaging damage to the catheter was evident. The metal coiling had come away from the tip of the catheter as if it had unwound itself. There was no visible damage to the packaging. The case continued with another catheter.

Manufacturer narrative:
Results: the catheter is broken at the distal end approximately (6.5 cm) from the distal tip and shows evidence of material stretching. The catheter shaft broke inside the shipping tube. The broken distal tip of the catheter was still on the packaging mandrel. Half of the broken tip was on the mandrel and half was still inside of the shipping tube. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the neuron 070 had been opened for preparation when the physician noticed that the wire braiding had become undone and was protruding from the distal tip of the catheter. During evaluation it was observed that the distal end of the catheter had fractured and there was unwound coil sticking out. In addition, the distal end which broke from the main body of the catheter was still on the packaging mandrel. Based on the limited information in the description of the complaint and the observations made during the product investigation, it appears that the catheter was improperly removed from the packaging, causing the catheter to stretch and break when it was pulled from the shipping tube. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.